Manufacturer narrative:
It was initially reported the manufacturer received information alleging an issue with a ventilator's oxygen tubing connector. The ventilator was returned to the manufacturer for evaluation. The device's porting block was replaced to address the issue.

Event description:
The manufacturer received information alleging an issue with a ventilator's oxygen tubing connector. There was no patient harm or injury. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.